Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed, as (B)(4) is an OEM manufacturing site. Batch y9bb78e6 does not exist for material (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd microtainer® contact-activated lancet there was an issue with no retraction. It was stated by the consumer ¿after the treatment, the device containing the needle did not retract when it should have done so, resulting in blood exposure.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd microtainer® contact-activated lancet there was an issue with no retraction. It was stated by the consumer ¿after the treatment, the device containing the needle did not retract when it should have done so, resulting in blood exposure.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported with the use of the bd microtainer® contact-activated lancet there was an issue with no retraction. It was stated by the consumer ¿after the treatment, the device containing the needle did not retract when it should have done so, resulting in blood exposure.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for issues with activation as the lancet blade had fully retracted within the unit body. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to the indicated failure mode. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for issues with activation of the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.